Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037866 , medical device expiration date: 2024-01-31, device manufacture date: 2019-02-06. Medical device lot #: 9044707, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-13.

Event description:
It was reported that two syringes 3ml ll w/ndl 20x1 rb experienced leakage past the stopper during use. The following information was provided by the initial reporter: material no: 309578 batch no: 9037866 & 9044707. Customer reported: I don¿t think I have had this happen before, rn was drawing up a dose and the syringe had a faulty rubber stopper. Medication began running out of syringe so we lost the dose . The nurses tell me this is the second faulty syringe is a few weeks so they are now really watching when they remove them from their sealed plastic.